Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-06504. It was reported that during percutaneous coronary intervention, melon seeding with inflation occurred. In (B)(6) 2010, patient presented with chest discomfort and cardiac catheterization was recommended. During predilatation of the left circumflex, a 3 x 12mm quantum balloon was advanced into the distal obtuse marginal. However, a considerable melon seeding was noted with inflation of this balloon. The 3 x 12mm quantum balloon was exchanged with 3 x 10mm cutting balloon and then the lesion was pre-dilated followed by placement of 3.00 x 28 mm non bsc drug eluting stent. Following post dilatation, 0% residual stenosis was noted. The patient was recommended for intervention of the right coronary artery on follow-up. In (B)(6) 2010, the subject presented with chest pain on follow-up visit to the facility and cardiac catheterization was recommended. Target lesion #1 was a de novo lesion, extending from distal right coronary artery (rca) to right posterior descending artery (r-pda) with 60 % stenosis and was 6.00 mm long with a reference vessel diameter of 2.7mm. Target lesion #1 was treated with direct placement of a 2.50 mm x 20 mm taxus liberte stent, with 0 % residual stenosis. Target lesion #2 was in stent restenotic lesion, extending from proximal rca to mid rca with 70 % stenosis and was 20 mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. During index procedure, post deployment of 3.00 x 38mm taxus liberte stent, distal micro embolization was noted which was treated with 5 mg morphine sulfate. Also, the patient experienced chest discomfort and was treated with sublingual nitroglycerin. On the following day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem - updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2010, the distal obtuse marginal was treated with pre-dilatation. And also, in (B)(6) 2010, the patient returned for stent placement in right coronary artery.